Event description:
On 12/28/2021, it was reported by an arthrex employee via email that an ar-2385-10 quad tendon graft cutting blade could not be connected to the handle. A new ar-2385-10 was used and surgeon was able to force it in but later it became difficult to remove. This was discovered during a procedure on (B)(6) 2021. Additional information received on 1/5/2022: this was discovered during an acl repair procedure and while preparing the graft on the back table, surgeon encounters the issue where the blade could not be connected to the handle. Surgeon used another cutting blade from a different lot number and was able to complete case without further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being applied during use.